Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Detailed initial reporter information was not provided to bsc. We completed a good faith effort to obtain the information. Because the initial reporter last name is unknown, we are unable to provide that information at this moment. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right atrial (ra) lead pacing impedance measurements greater than 3000 ohms. It was noted that cardiology was already aware of this and had programmed this device to ventricular pacing and sensing. This ICD remains in service. No adverse patient effects were reported.